Manufacturer narrative:
A steris service technician arrived onsite to inspect the e-z lift beach chair accessory and found the knobs that secure the accessory to the surgical table were not tightening properly resulting in the reported event. Steris is not the manufacturer of the schuremed e-z lift beach chair. Steris notified the manufacturer, schuremed, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. The e-z lift beach chair accessory subject of the reported event has been returned to the manufacturer, schuremed. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that the back height to their e-z lift beach chair accessory was "slipping" from their steris 3085 surgical table during a patient procedure. The patient was transferred from the table resulting in a procedure delay. The procedure was completed successfully. No report of injury.